Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became stuck and could not be closed. It was reported that during preparation of the clip delivery system (cds), the final arm angle (faa) test was performed successfully. The arm positioner was turned to neutral and the clip was unlocked. The arm positioner was turned to open and the clip opened to 120 degrees, but became stuck at this angle and did not open further. At this point, the arm positioner was could be turned in both directions without the normal resistance and it was not possible to close the clip. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening and closing the clip. This evaluation identified that there was damage to the collet, causing a loose release crimper and resulted in the inability to manipulate the arm positioner and actuate the clip. A search of the complaint handling database was performed and there were no other related complaints identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. The damaged collet was determined to potentially be related to the manufacture of the device. This issue will be addressed per site operating procedures. Av will continue to trend the performance of these devices.